Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an issue of occlusion with the pump. No patient injury or harm was involved in this event.

Manufacturer narrative:
A follow-up MDR report for 3006575795-2017-00032_(B)(4) was filed under a new MDR 3006575795-2017-00055_(B)(4) by mistake. Additional information for this (B)(4) can be found in MDR 3006575795-2017-00055_(B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00032).